Event description:
The report stated that a covidien es generator was being used with a deroyal pencil (non-covidien product). The pencil was placed on the drapes, and it was reported the pencil self-activated and caught the drapes on fire. The patient was not injured and the fire was extinguished immediately. All times involved were quarantined.

Manufacturer narrative:
Follow-up with the site found that the force 2 generator was tested and found to operate to specification. They do not intend to return it to covidien for investigation. It was also reported that the deroyal pencil had a short and had burned as a result.